Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraine") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery ((B)(6) 2018: hysterectomy (full),salpingectomy,(bilateral),oophorectomy(unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain and back pain outcome was unknown and the menorrhagia, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, hormone level abnormal, migraine and headache had resolved. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure. Most recent follow-up information incorporated above includes: on 19-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: dysmenorrhea (cramping), dyspareunia(painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia(heavy menstrual bleeding), bladder problems, urinary problems, vaginal discharge, fatigue, hormonal changes, migraine, headache. Event outcome was added for the events: menorrhagia, bladder problems, urinary problems, vaginal discharge, fatigue, hormonal changes, migraine, headache. Reporter's information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.